Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the pocket was reopened due to continued noise exhibited by the right ventricular (rv) lead. The lead was removed and inspected and blood was noted in the seal plug when the lead was inserted. The rv port was irrigated and the lead reinserted. The physician confirmed the connections were okay when the pocket was open. There were no additional adverse patient effects reported.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) displayed high out-of-range (oor) pacing lead impedance (pli) of greater than 2000 ohms which triggered the lead safety switch (lss). It was also reported that there were a lot of ventricular episodes stored from the non-physiologic noise. High threshold measurements were also reported. Sensing, impedance and thresholds measurements were good in unipolar configuration. The patient was reported to not be dependent. The physician decreased the device¿s sensitivity for noise episodes. Boston scientific technical services (ts) suggested to perform pocket manipulations and isometrics after resetting the lss to determine the noise. Further, ts recommended to perform a x-ray to asses connection integrity. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Additional information was recevied that the phyciian will be seeing the patient next month and believes the issue is a loose sectscrew. The patient is fine.

Event description:
--